Manufacturer narrative:
The referenced hospital admission from (B)(6) 2014 to (B)(6) 2015 was reported under medwatch MFR #2916596-2014-02092. This report represents the second hospital admission from (B)(6) 2015. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 1 year. The event occurred at (B)(6): hospital in (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). In (B)(6) 2014, the patient was admitted to the hospital from (B)(6) 2014 to (B)(6) 2015 due to an ongoing bacterial driveline infection. The cause of infection was reported as complexities of medical management. The treatment during the admission included wound area irrigation and vacuum assisted closure (vac) therapy. Due to the sustained bacterial driveline infection, the patient underwent vac therapy again during a second readmission from (B)(6) 2015. The cause of infection was reported as device related. No additional information was provided.